Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found drawer was not failed upon arrival, and the customer was able to complete inventory. Removed the back panel and inspected the rear of the drawer. Adjusted the retractor band, reseated row board cables, and reseated retractor bands. Checked all connections, removed debris, and performed final adjustments to the retractor bands. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.